Manufacturer narrative:
(B)(4).

Event description:
It was reported patient¿s left hip was revised due to pain, discomfort and dysfunction. Medical records noted the stem was revised because it was grossly loose. The head was removed, and the liner was removed due to wear. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 00771300900 m / l taper g2 61239535; 65620005022 trilogy (hatcp) cups 61231140; 00625006520 bone scr 6.5x20 self-tap 61233959; 00801803202 femoral head sterile product do not resterilize 12/14 taper 61288462; 00784800200 modular neck k 12/14 neck taper use with +0 heads only 61117889. Reported event was confirmed by review of the provided revision op notes. Revision operative findings show surgeon noted femoral component was grossly loose. Surgeon then turned his attention towards acetabular component wear of the polyliner and metallosis is also noted. Surgeon also noted minimal osteolysis behind the shell. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient¿s left hip was revised approximately six years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.